Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during the generator test, the unit did not switch to battery backup. The patient was reportedly ventilated via a neopuff. There was no reported patient injury.

Manufacturer narrative:
Additional information provided by the customer to ge healthcare reveal that the hospital is using nonvalidated batteries. Per the engstrom user reference manual: "use only datex-ohmeda recommended batteries. Only datex-ohmeda trained service representatives are to replace the batteries."